Manufacturer narrative:
(B) (4): eval: as returned, the retractor exhibits very significant wear damage to its engagement surfaces, and some wear damage to its handle, in addition to the fracture. Judging from the damage, the specimen has been used very extensively and the failure can be attributed to normal wear and tear. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 2. Reason for exemption: this MDR is being submitted late, as these issues were identified during a retrospective review of complaint files.

Event description:
It is reported that the end of the retractor broke.